Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The surgeon inserted 2 of the ar-9400sbk speedscap 3.9 implants into the humerus, both pulled out of the bone. The case was completed using a 5.5 swivelock and a 4.75 swivelock(technique change).